Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'stopper pop off' with the incident lot was not observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to 'stopper pop off' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br the stopper pops out of the tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the stoppers are popping off during centrifuge."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br the stopper pops out of the tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the stoppers are popping off during centrifuge."